Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the filter separated. There was no report of patient impact. The following information was provided by the initial reporter: incident date (B)(6) 2022. As line was attached to patient piv and start running n/s noticed the filter is separated/broke. Occurrences 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-sep-2022. H6: investigation summary: the customer reported that the tubing broke, and returned two used sets of material 10013902. There are two different failures: one at the smart site/tubing, and one at the filter inlet/tubing. The first one at the smart site looks to be an excess solvent issue. When the tubing was attempted to be put back onto the smart site, it would not go all the way back on. The second failure at the filter appears to have solvent as well, but much less. The manufacturing team verified the root causes and issued a quality alert for the failures. Device history record review for model 10013902 lot number 22039224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the filter separated. There was no report of patient impact. The following information was provided by the initial reporter: incident date on (B)(6) 2022. As line was attached to patient piv and start running n/s noticed the filter is separated/broke. Occurrences: 2.